Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the vibration assessment. It was further determined that the bearings were worn out causing the vibration and binding up. It was determined that these issues were consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning, it was observed that the attachment device was binding up. During in-house engineering evaluation, it was observed that the device failed the vibration assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.